Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's front panel membrane was removed and returned. Our evaluation and analysis of data concludes that reports of this type are attributed to high contact resistance within the front panel membrane and that the keys do respond; however, they need to be pushed harder to activate. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability.

Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.